Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and company representative regarding a patient receiving dilaudid (15 mg/ml at 10.593 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient¿s medical history included plps (post lumbar puncture syndrome). Concomitant medications were oxycontin, tizanidine, levothyroxine sodium, lisinopril, amlodipine besylate, fenofibric acid, gabapentin, testosterone, venlafaxine hcl, trazodone hcl, lorazepam, oxybutynin chloride, clotrimazole-betamethasone, and linzess. The patient¿s social history was non-smoker/former smoker, no alcohol and allergies to stadol, paxil, and lyrica. On (B)(6) 2015 the patient called the nurse and reported seeing ptm (personal therapy manager) code 8476 (motor stall). The patient had not heard a pump alarm. The patient wasn¿t exposed to any emi or magnets to cause the motor stall. The nurse was going to call the patient back and redirect him to his hcp (healthcare professional) for follow-up. No patient symptoms were reported. Additional information was received from a company representative on 07-apr-2016 and it was reported that the pump was going to be replaced then next day. It was noted that the pump had not been interrogated yet. On 11-apr-2016 additional information was received from a company representative and it was reported that the cause for the motor stall had not been determined. It lasted 5 hours and then resumed as normal for the next two days. The pump was replaced. The returned pump logs indicated that the pump motor stalled (B)(6) 2016 at 11:47 and recovered on (B)(6) 2016 at 04:24.

Manufacturer narrative:
Conclusion code is no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.